Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Following an atrial fibrillation procedure on (B)(6) 2014, the patient developed an atrioesophageal fistula. Following an unremarkable ablation procedure on (B)(6) 2014, an echocardiogram revealed no anomalies and the patient was discharged. No temperature probe was used during the procedure. The patient later presented with a neurological fever, was hospitalized, and a scan revealed the atrioesophageal fistula. Neurological status did not improve and the patient subsequently expired.

Manufacturer narrative:
Correction: the results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported atrioesophageal fistula was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.